Manufacturer narrative:
Ventec continues to investigation the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that a patient circuit had broken during patient use. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. The reporter advised that no further details about the patient or the event was available. Additionally, information for the vocsn device and the lot code of the patient circuit was not provided by the reporter. Device manufacturing date shall be left blank.

Manufacturer narrative:
H6: the patient circuit was not returned to ventec for evaluation. No additional information about the damage (i.e. Photos or a description) was provided. The cause of the reported issue could not be conclusively determined.